Event description:
Received via FDA, during a right femur im nailing, the distal end of the starter wire broke off in the femur. The broken tip was retrieved and given to charge nurse.

Manufacturer narrative:
Additional info has been requested. Once the investigation has been completed, any additional info will be reported in a supplement.